Event description:
It was reported that 2 hours after the device and lead were implanted, the patient received several shocks. The device was interrogated and all electrical measurements were normal; but in v-tip to v-ring there were abnormal r-waves. The device was oversensing and delivering shocks. Fluoroscopy showed that the coils of the right ventricular lead were rubbing. The coils were repositioned. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.